Manufacturer narrative:
Block h6: patient code e2330 captures the reportable event of pain. Patient code e020202 captures the reportable event of depress for almost 4 months. Impact code f1202 captures the reportable event of limping. Impact code f1903 captures the reportable event of sling removal.

Event description:
It was reported that an advantage fit system device was used in a procedure. The sling had to be removed as it was noticed to be too tight, which caused excruciating pain to the patient. After the removal, the patient continues to have neuropathic and myofascial pain or causalgia. This pain is less intense than before the explant but persists. There are still difficulties in remaining seated and standing statically, which prevents the patient from returning to work. Additionally, the patient can't drive anymore, doesn't have a social life, and has been depressed for months.